Manufacturer narrative:
Fill/pack manager at beckman coulter biomedical ltd studied the photos from the warehouse and deems that considerable amount of force was applied to the shipper box which caused both the carton to deform and break the vials. In addition, since no incident was reported at the manufacturing site in regards to cracked rf vials, the issue did not occur during packing and/or manufacturing. (B)(4).

Event description:
Beckman coulter warehouse in (B)(6), reported that they received a kit of cracked rf calibrator vials and liquid had leaked. The operator who handled and opened the carton was wearing the appropriate ppe and disposed of the material appropriately. Other material within the shipment was not damaged. No injury or exposure was reported.